Manufacturer narrative:
The condition of constant alarm was confirmed through evaluation. The condition was caused by the pusher block binding on the lead screw. The pusher block and lead screw were replaced. (B)(4).

Event description:
When attempting to run the infusor pump during baxter evaluation, the device went into constant alarm causing an interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.